Event description:
The facility representative reported a colleague infusion pump with a "damaged screen." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged screen was confirmed by baxter personnel during product evaluation. The root cause was assigned to a damaged bezel. The front bezel was replaced to correct this condition. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated.